Event description:
The device was found to be in backup (bvvi) with power on reset (por) and high voltage therapy disabled. Abbott technical support was contacted and recommended replacing the device. A device exchange procedure is anticipated. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Information was received that the device was explanted to resolve the event. The patient was stable following the procedure.